Event description:
The customer reported an oil mist coming from their unit. Attempted to contact the customer to inquire about potential reports of physical symptoms related to the reported oil mist but the customer was not available. The asp field service engineer repaired the unit.